Manufacturer narrative:
G4:19may2021. G5:510k: k102985. B4:15jun2021. The field service engineer (fse) confirmed the reported failure in the repair center, and the occurrence record of the alarm was also confirmed in the event log. The (fse) also identified the output voltage of the lithium-ion battery as 0 volts. Therefore, the lithium-ion battery, date of manufacture 2019-10-31) needs to be replaced. The fse replaced the battery to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported "check vent: battery failed" occurred. The unit was not in use, and there was no patient or user harm reported.